Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services only received the monitor back and found no problem with it. They replaced the monitor battery due to age. The device was certified, cleaned and returned to the customer. Additional part used: glidescope gvl 4, catalog: 0574-0001, (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the image changed to a blue screen in the middle of use. A delay in the procedure of four to five minutes occurred as a non-verathon back-up device was obtained. The customer reported that patient passed away while unconscious / unresponsive and in cardiac arrest at the time the intubation was attempted. No harm to the user was reported.